Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor plasma (white particulate matter) was observed. Additionally, 90 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure modes of poor plasma (white particulate matter) and erroneous results were not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-troponin t) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. All visual observations, including white particulate matter (poor plasma), of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor plasma based on the photo provided. This complaint was unable to be confirmed for erroneous results. Bd was not able to identify an exact root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the tube lihep plh 13x75 4.0 plbl gn there were white particles after centrifugation (foreign matter), thus resulting in false positive results (erroneous results). No treatment change was reported.

Event description:
It was reported when using the tube lihep plh 13x75 4.0 plbl gn there were white particles after centrifugation (foreign matter), thus resulting in false positive results (erroneous results). No treatment change was reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.